Manufacturer narrative:
4/13/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lar procedure. Reportedly, the instrument was difficult to open and the staples did not fire. The surgeon resected the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.